Event description:
It was reported that non-sustained lead noise episodes due to myopotential oversensing were seen on remote transmission. Programming changes were made. Patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.